Event description:
Report from (B)(6) stating the device had damage bearings. It is unknown if the device was used in surgery. It is unknown if injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).